Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose between 300 mg/dl and 400 mg/dl. The mother reported the customer's high was from not producing enough insulin. The mother also reported the customer experienced pain and bleeding with sensor insertion. The mother also reported the sensor would be stuck inside the inserter. The mother declined to return the product for analysis.